Event description:
It was reported that during a da vinci si total benign hysterectomy procedure broken wires were sticking out at tip of a mega needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A broken grip cable stuck out at the instrument's wrist. The idler pulley did not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.